Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged on dual anti platelet therapy (dapt). On (B)(6) 2024, the patient had the routine 45-day follow up transesophageal echocardiography (tee), and a small thrombus was noted on the device. The patient was put on eliquis and aspirin. In (B)(6) 2025, another tee was performed, and the thrombus was resolved. The patient had the one (1) year tee on (B)(6) 2025 and a large thrombus was documented on the device. Patient was placed on warfarin for three (3) months, and a repeat tee will then be performed to see if it is resolved. The physician will leave the patient on oral anticoagulation (oac) for life.